Event description:
The customer reported that their pump was out of warranty and could no longer be repaired or replaced, leading to altitude alarms that interrupted insulin therapy. Additionally, they experienced blood glucose levels exceeding 300 and severe low blood sugars requiring assistance due to hypoglycemic unawareness. The customer declined further follow-up and is currently in the process of obtaining a new device, with no additional actions or outcomes reported at this time.